Event description:
It was reported that during a liver resection procedure, the surgeon attempted to fire the device across a vessel to stop the bleeding. The device closed but would not fire and was discarded. A second device was applied but again did not fire. A third device was then used successfully. Control of bleeding was delayed but was achieved after the third device was applied.

Manufacturer narrative:
(B)(4). Instrument a: firing trigger teeth instrument b: batch # e5t52n, exp date: 10/26/2013; MFR date: 11/26/2008; the analysis results found that one tsw35 device was received instead of an atw35. The device (a) was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or trough a locked cartridge causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The analysis results found that one tsw35 device was received instead of an atw35. The device (b) was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.